Event description:
It was reported via user facility report: "patient was admitted for removal of hardware in right knee due to loose components, causing pain." Operative report supplied states "..the femur was completely loose and came off without any impacting whatsoever. Circumferentially, the patellar component was removed and was felt to be loose. The tibial component was undermined and was not loose but had subsided...." Note that the implanted components were not manufactured by stryker, but simplex cement was used.

Manufacturer narrative:
This is the same patient and event as report #9610726-2007-00045. It cannot be determined whether either of these items caused or contributed to the patient's revision.